Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure he can to rv coil vector was full of noise. Lead tested ok. When the svc coil was placed in the hvb port, the same problem occurred. The device was not implanted. No patient complications have been reported as a result of this event.